Manufacturer narrative:
E1 - city: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the rigid tube. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the component failure of the rigid tube was cause traced to component failure and for air leakage was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited air leakage. The issue was found during reprocessing of the device. There were no reports of patient harm.